Event description:
During service by baxter tech the device failed accuracy test with under delivery. The hos prep. Stated they have no record of any pt involving the pump since the last baxter service event.